Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
Prior to a device replacement procedure for normal battery depletion, diagnostic imaging was performed. There were externalized conductors noted on the right ventricular (rv) lead. It was decided to implant a subcutaneous implantable cardioverter defibrillator (s-ICD) and the rv lead was capped. The patient was stable with no consequences.